Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# unknown product type accessory product ID wr9230 serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller said none of the external equipment would power on or charge and the patient (pt) had stopped using their spinal cord stimulator (scs) in november because they had some issues getting recharger to sync with handset; caller said the stimulator had been dead since november and none of the lights appeared on the communicator, handset, or recharger any longer. Caller said they had everything plugged in for months, but could not get anything to respond. During the call, caller did not have any of the external equipment plugged in and did not know which handset was for their scs device (caller also had pelvic health device). Technical services (tss) provided instructions for using the correct handset and had the pt plug in the correct handset. Pt plugged in handset, but handset did not respond when power button was pressed. Caller said the issue "may be with their house." Tss tried to provide further instruction, but caller disconnected call. Hcp and serial numbers not collected because caller disconnected. Patient representative reports the patient (pt) can¿t get their spine stimulator¿s communicator or charger to sync for the pt so the pt can charge their stimulator. Pt representative reports that the patient has not been able to charge for months, stating the pt ¿falls down and stuff¿ because it¿s as if the patient does not have a spinal cord stimulator due to this issue. Pt representative reports the issue is ongoing and no troubleshooting actions have been taken. Pt representative reports the pt is ¿waiting to get assigned a new doctor¿ and no appointment has been made to address this issue. Agent provided patient and technical services (pats) phone number for troubleshooting, agent explained to have external devices on hand for troubleshooting.